Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v792075, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: v792075, ubd: 04-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that she doesn't think the device has been working right. It was confirmed the device is not helping with the patient's symptoms. Patient stated she wanted to have the device removed so she can have a MRI of her ankle . Patient stated the device hasn't helped with her symptoms since the ins and lead were replaced in dec of last year.